Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation tyest". The patient's past medical history included second degree burns and miscarriage. Concomitant products included alprazolam (xanax) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("metrorrhagia"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), ulcer ("ulcers"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), menorrhagia ("menorrhagia"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, metrorrhagia, mood swings, migraine, headache, bladder disorder, urinary tract disorder, female sexual dysfunction, fatigue, ulcer, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, ulcer, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 287 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, aka added, demographic added, product indication updated, events added are as follows- vaginal haemorhage, menorrhagia, metrorrhagia mood swings, migraine, headache, bladder disorder, urinary tract disorder, female sexual dysfunction, fatigue, ulcer, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, back pain, leg pain, device monitoring procedure not performed. Events onset date added, severity updated, historical condition and concomitant drug added. On (B)(6) 2018: pfs received. Only aka added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital hemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not undergo essure confirmation test"). The patient had a medical history of miscarriage and second degree burns. As concurrent condition the report mentioned body mass index normal. Concomitant products included xanax (alprazolam) and oral contraceptive nos. On (B)(6) 2009, the patient had test inserted. In (B)(6) 2009 she experienced pelvic pain (seriousness criteria medically important and intervention required), genital hemorrhage (seriousness criterion medically important), vaginal haemorrhage ("abnormal bleeding (vaginal)"), intermenstrual bleeding ("metrorrhagia"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), ulcer ("ulcers"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). Essure was removed on (B)(6) 2016. On unknown date she experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping"), heavy menstrual bleeding ("menorrhagia"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pain in extremity, pelvic pain, ulcer, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.327 kg/sqm. Quality-safety evaluation of ptc: for essure: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient body weight & body mass index corrected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.